Manufacturer narrative:
A united states (us) customer reported an observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 108. Quality control (qc) were within acceptable ranges. Siemens evaluated the instrument data and the information provided by the customer. Siemens has determined that there were no issues with the reagent as quality control (qc) recovered within acceptable ranges, and no issues were reported with other patient samples. The return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Based on the available information, the cause of the discordant result is consistent with preanalytical variables. The customer is operational, and the reported issue is resolved by completing troubleshooting actions. No product problem was identified. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 108. The initial elevated (positive) result was reported to the physician who did not question the result. New sample was drawn eight hours later and produced a much lower result (below assay measuring interval). Following this observation, the initial sample was re-tested on the same instrument, and a result below the assay measuring interval was obtained. The lower results were considered correct and the repeat result from the initial sample was reported to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.